Event description:
Reporter alleged the customer received a result of 76 mg/dl on the aviva system when she was unconscious. Reporter stated that within 10 minutes of that result, the emt's arrived and obtained a result of 19 mg/dl on their system. The emt's treated the customer with 20 ml of dextrose. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Event description:
It was reported that patient underwent surgical procedure utilizing a micromax suture anchor on (B) (6) 2008. Subsequently, approximately six months post-op, the surgeon re-scoped the patient and found that the anchor had become detached from the suture prematurely. A revision procedure was performed on (B) (6) 2009.